Event description:
It was reported to boston scientific corporation on july 9, 2007, that while unpacking a 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer, and disposable heater canister, one set was found not to have the cover attached to the container that holds the set inside. The rest of the box was fine. There was no patient involvement.

Manufacturer narrative:
Nasp conducted a device history review (DHR), and the results of the documentation review show all in process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related, potential cause for this type of event was found. The product was received in its original packaging: one unused hta procedure set. No physical defects observed, top of package lifting off, decontamination not required. Sheath not returned. The returned sample was inspected and it was confirmed that the package was not completely sealed as stated in the event description.